Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: lot 15k19027 was reported (not recognized in baxter system). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1.2 micron sets underinfused. It was further reported that ¿¿fluid is not going easily through it¿¿. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.